Event description:
It was reported that the original port was placed and the procedure went well. On the first fill of the realize band, the port could not be accessed. The patient was taken for testing under fluoroscopy and it was determined that the port had flipped. The patient was taken in for a port revision surgery. When the surgeon went to remove the port, the port was on its side and the hooks were partially extended. The original port was removed and a new port was placed. The case was completed with no patient consequence.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4).